Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that flow transducer test failed during pre-use check (puc). Identification of issue has been done by analyzing problem description, service report and device¿s logs. There was no patient involvement. According to the information provided by the technician, the issue has been resolved by replacing expiratory channel printed circuit board (pcb) and the device was delivered to the user in working condition. Flow transducer test checks the inspiratory flow transducers, calibrates and checks the expiratory flow transducer. Expiratory channel pcb contains electronics including microprocessor for e.g. Expiratory flow measurement performed by the flowmeter inside the cassette. The evaluation of log files confirms occurrence of flow transducer test failures. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. Further investigation revealed that reported issue will not affect ventilation (only expiratory flow measurement). The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).